Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Broken jaw at bifuraction additional information: (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not forming correctly. None of the clips fell into the patient. Another device was used to complete the case with no patient consequence .